Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: device manufacture date: june 24, 2020 - june 26, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed which showed evidence of a bladder rupture. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause of the condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv (large volume) ruptured. The issue was identified during patient infusion. It was further stated that the device was not hit by a hard object and it was not exposed to a heat source. There was no patient injury or medical intervention associated with this event. No additional information is available.